Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device expiration date: unknown. D4. Medical device lot#: unknown, lot 5104202 was reported, however, this is not a lot # manufactured for this product type. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd vacutainer® gray top tube, 2 tubes were underfilled on the same patient. There was no health impact or consequences reported.

Event description:
It was reported while using an unspecified bd vacutainer® gray top tube, 2 tubes were underfilled on the same patient. There was no health impact or consequences reported.

Manufacturer narrative:
The MDR submitted with MFR report #: 2243072-2025-01417 was submitted with the incorrect site registration number. This MDR is now void and an MDR with the correct site registration number will be submitted.